Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.0.1 f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that when using fiducials they were not accurate while using. It was noted that 3 point trace helped them to be a bit accurate. There was a delay of less than 1 hour and no impact on patient outcome. It was noted that the probable cause was the fiducials possibly aligned too symmetrical.